Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. It was observed that the device was unable to power on. It was determined that the cause of the reported issue was due to the ui to stack flex assembly. The connector of the ui to stack flex assembly which connects to the user interface pcb assembly was disconnected. Physio reconnected the connector to resolve this issue. After other unrelated repairs were completed proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. The customer advised that when they attempted to power the device, the display remained black and the device did not appear to be functional. There was no patient use associated with the reported event.